Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a downstream occlusion alarm occurred which was verified through a review of the event history log. A service history review was performed and revealed the device has been serviced within the last 12 months. The current issue does appear as a repeat service event. The direct cause of the previous servicing was the tubing guide. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.